Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during startup/setup, the cardiosave iabp (intra-aortic balloon pump) gives low helium alarm at each startup (when pump is docked in the cart). The external helium tank is installed and open. Upon each startup, the pump has a delay when displaying the external tank pressure on the main screen. At first, the indicator shows no gas in the external tank, after about 5 seconds the tank indicator fills up halfway but is red and the low helium alarm is triggered. When customer detach the pump from the cart, the indicator turns immediately green and displays the internal tank level correctly. When reconnected the pump with the cart, the low helium alarm returns. When swapping the pump into another cart, the alarm is not triggered. When customer place a different pump into the cart of the affected unit, they saw no alarm. There was no patient involved and no injury or harm reported.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and return to manufacture date, g3, g6, g7, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. When the pump was switched to a different cart, the issue was not present. The fse inspected the helium tubing, regulator, tank connections, and external tank transducer. There were no signs of damage or loose connections. The fse performed the external helium tank transducer calibration, cart leak test, and the all-manifold test. All passed. The low helium alarm was still occurring at each start up for one minute until it disappeared and the helium indicator turned green again. The fse removed the pump from the cart again and inspected the cart/pump connection interface. The fse cleaned the cart connection and actuated the check valve with a screwdriver to clear the blockage. A small amount of new silicon grease was applied on the cart o-ring. The issue persisted. The helium regulator calibration passed. The internal helium replenishment test failed (only reached 171mmhg within 30 seconds, would not go above 171mmhg even after five minutes). The fse downloaded the device logs to send to the factory for analysis. The fse replaced the high-pressure helium regulator after suspecting that it was the most probable cause of the failure. The helium replenishment test was then passing, reaching a pressure of 200 mmhg within 15 seconds. The low helium alarms were no longer generated upon boot-up. The unit passed all functional testing. All transducer and regulator calibrations were within specification. The electrical safety tests passed. The failure analysis and testing department received the following part associated with this complaint regulator, high pressure helium this part was received with a reported unit failure message of low helium alarm. The failure analysis and testing dept. Performed a visual inspection and found; the surface of port where helium tank attach was not in good condition, also the surface where transducer attach was not in good condition. Please see attached pictures. This probable the cause of low helium alarm. Regulator was able to testable with cardiosave test fixture. The fat dept. Installed regulator into the cardiosave test fixture and tested to the cardiosave service manual. The fat dept. Observed helium leak and low helium alarm message on display. The fat dept. Verified the failure message of low helium alarm. Regulator, high pressure helium failed testing. Retaining regulator, high pressure helium in the fat dept the most probable root cause is fatigue or contamination.